Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir leaked past the two o-rings and in the reservoir compartment. The customer¿s blood glucose level was 333 mg/dl. The customer was assisted with troubleshooting. The insulin pump passed the self test. The reservoir will not be returned for analysis.